Manufacturer narrative:
A detailed examination of the returned device could not identify any issue with the actual device that could cause stent damage to occur. Device analysis confirmed the reported complaint. From the condition of the returned device, it is evident that the physician experienced some difficulties during the procedure. The damage present is consistent with the reported complaint. It could not be determined if the stent damage was present prior to the crossing attempts, or if it occurred during withdrawal. Damage of this nature is usually the result of withdrawing an unexpanded stent back into the guide catheter. The fact that it was noticed that proximal struts were bent back distally, is consistent with a restriction occurring with the stent during attempted withdrawal. The delivery device with the stent crimped on the balloon was returned for analysis. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bunched together and bent back distally. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped, and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device, which could have contributed to the reported complaint. There are two additonal complaints with the reported batch. A review of the manufacturing records for the batch found that the device met its material, assembly and product specifications.

Event description:
This report is now reportable based on the analysis completed on 08/01/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x24mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the distal right coronary artery (rca). No patient complications were reported. Patient status reported as "satisfactory/good". However, the returned product confirmed stent damage. This product is only ous approved, but it is similar to a marketed us device.